Event description:
Additional information received from the consumer reported they contacted the manufacturer about the use of the new communicators. The consumer had new neurostimulators implanted on september 22nd and all their questions were answered with no problems.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had two percept implants on tuesday. The patient was difficult to understand as they stated they have parkinson's and their speech was affected because of the new implantable neurostimulator (ins) was just put in. They wanted to know if they needed to do or change anything on the ins besides plugging in the patient handset. They confirmed they have a follow-up appointment in two weeks and it was reviewed that more education and direction is typically given then. The patient stated they have been feeling a "zapping" sensation that felt as though the stimulation was a bit high over the last couple of days. The patient was walked through checking the inss. They saw that the left side was on, but when trying to switch to the right side, they kept describing an unknown screen. The patient was not given any direction from their hcp on making any changes, so they decided to just wait and learn more about it in person at their follow up appointment. All equipment seemed to be working as intended and the patient just needs in person education. The patient was redirected to their hcp to discuss the sensations.